Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. Customer's blood glucose level ranged from 254-379 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.